Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt ((B)(6)) was implanted with an ipg on (B)(6) 2008. It was reported the recharge burden of the pt's ipg had increased. Surgical intervention was undertaken on (B)(6) 2011 to replace the pt's ipg. No further issues were reported.